Manufacturer narrative:
The device was serviced on-site by a qualified technician. Inspection of the device revealed that there was an internal leak of air in the pin and pout luer lock adapters. The cause of the condition was not determined. The pin and pout luer lock adapters were replaced to resolve this issue. A device history review revealed no issues during the manufacture of this device that could have caused or contributed to the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer stated that on a mars monitor, an internal leak (air) was noticed at the pin and pout luer lock adapters. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.